Event description:
It was reported that, one week after the implant procedure, the pump of this inflatable penile prosthesis was pressed, and it automatically filled with fluid and remained swollen. It was noted that the component remained swollen even after troubleshooting was attempted from the medical staff. In addition, the cylinders were also not deflating after the pump was pressed. The physician believes it happened because the discharge button could not bounce back normally, as it did not have rebound force; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that, one week after the implant procedure, the pump of this inflatable penile prosthesis was pressed, and it automatically filled with fluid and remained swollen. It was noted that the component remained swollen even after troubleshooting was attempted from the medical staff. In addition, the cylinders were also not deflating after the pump was pressed. The physician believes it happened because the discharge button could not bounce back normally, as it did not have rebound force; therefore, the component was removed and replaced. There were no patient complications reported.